Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and patient outcome of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Action taken with pd therapy was not reported. The reporter declined to provide further information. No additional information is available.